Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the damaged scope connector pins caused a communication error between the scope and the subject device, causing the reported issue (no video). It is suspected that the damaged scope connector pins were caused by the scope used in conjunction with the subject device, such as below: · when inserting the scope connector into the video connector socket of cv-190, the missing part of the scope connector tip was caught in the terminal inside the video connector socket of cv-190. · the terminal inside the video connector socket of cv-190 was pushed back and the scope connector pins were damaged because the scope connector was further inserted. The instructions for use states: "confirm that the connectors on the scope side pin connector of the video scope cable exera ii are not damaged.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was noted that the scope connector pins were damaged.

Event description:
A user facility reported to olympus that the light source functioned but there was no video. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.